Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 543 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 11/2/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.